Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The lot history record (lhr) could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information provided, the difficulties appear to be due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the calcified fistula the 7.0 x 40 mm armada 0.035 balloon dilatation catheter (bdc) met resistance with the unspecified guide wire and became stuck; the device could not be advanced or removed. The two devices were removed from the anatomy as a system without reported issue. A different device was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.